Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated that the current architect ca19-9xr reagent lot (08851m500) in use demonstrated a slope of 2.28 on patient results, while a new lot had a slope of 1.26. No specific patient data was provided. The customer is requesting replacement of all boxes of current lot. No impact to patient management was reported.